Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect(s) of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that the procedure was to treat the moderately calcified, moderately tortuous left anterior descending (lad) coronary artery. The 3.0x15 mm xience xpedition stent was implanted and a dissection was noted. Another stent was used to treat the dissection. There were no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.